Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient felt that the device was getting hot inside the pocket. The patient did not feel any shocking or jolting, rather just a warm feeling around the pocket. It was unknown what led to the event. The patient was instructed to turn the device off for a few weeks and the device was to be replaced. No date for the replacement procedure was provided. No further information was reported. A follow up report will be sent if additional information is received.